Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt said they met with healthcare provider (hcp) and rep 2 months ago and they were going to submit something somewhere for insurance to try and get the pt's ins replaced. Pt said the ins was very irritating and rubbed on their belt so they needed to move the ins up higher, and their hcp said they might as well replace ins while they were in there since pt had the ins since 2016. When pss asked event date, pt did not give a clear answer, but said whenever the blue-jean manufacturers started to make the waistbands of jeans higher instead of on the hips because now the ins catches on their belt. Pt's reason for call was to see where the hcp/rep submitted things since pt said the va (who would be paying for the ins) hadn't received anything. The patient was redirected to their healthcare provider to further address the issue. Pt asked how to get in touch with the rep, pss redirected to hcp. Additional information received. Patient reported only thing that help irritation is not wearing belt and if they do they don't bend, lift or squat. Issues have not been resolve. Only thing they thing they can do to resolve is to move device up in back 1-1.5 inches.